Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The products development evaluation revealed the first two threads on the distal end are partially sheared off and the remaining threads have dents and burrs. The tip cannot be inserted into a screw due to the damage. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. This incomplete engagement allowed the cantilever force to concentrate on one section of the threads, exceeding the design limits. The condition appears to be the result of the sleeve becoming loose during screw insertion which contributed to the breakage. It is conclude that this complaint is valid and an internal corrective action has been opened to address the root cause of this issue.

Event description:
It was reported that while placing a screw for an l4-s1 posterior lumbar fusion , the head of the screw got caught on the tissue retractor. The surgeon applied excessive force to the screw, which sheared the threads from the inside of the matrix polyaxial screw and sheared open the threads on the holding sleeve. A new screw was loaded on another holding sleeve and screw was placed. Also, during separate part of the procedure, the surgeon was adjusting the depth of the pedicle screw and tried to back it out. The pressure on the screw was significant enough to cause, the tip of the stardrive shaft to break off inside the screw. The tip of the stardrive shaft was retrieved. A new driver was used and surgeon was able to back out the screw in order to add the rods and locking caps for completion of the procedure. This is report 1 of 3 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is report 1 of 3 for complaint (B)(4).